Event description:
The customer reported that his olympus visera elite xenon light source began displaying an e102 error code during preparation for a diagnostic procedure. According to the initial reporter, the unit was powered off and back on, clearing the error code. Staff used the subject device to complete the case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the e102 error code was present. Additionally, the mount of light was poor, the output connector appeared worn, and the scope detection sensor was also showing signs of wear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿e102 generation¿ was not replicated and a root cause could not be identified. However, the issue was resolved by turning the power back on. Olympus will continue to monitor field performance for this device.